Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Did not release product.

Event description:
Patient complained of right hip pain. Dr.(B)(6) found the acetabular cup had loosened. He revised the cup.

Manufacturer narrative:
An event regarding a loose trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for inspection. Medical records received and evaluation: insufficient patient medical records were provided for a med review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because insufficient patient medical records were provided for review and the device was not returned for evaluation. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient complained of right hip pain. Dr. (B)(6) found the acetabular cup had loosened. He revised the cup.